Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The device was returned with the procedural sheath pulled back against the proximal end of the shuttle. The sealant was located on catheter and exposed to blood, appeared to have ¿swelled¿. The advancer tube was found inside the shuttle cartridge. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated (per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The failure reported as ¿failing to deploy¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. However, the root cause of the reported failure experienced by the customer cannot be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip vascular closure device, after shuttling down to bring the plug to the artery wall and when pulling the sheath back up there was no advancer tube and the plug was also pulled back - staying on the flexible part of the shaft. The procedure was successfully finished with manual compression. There was no reported patient injury. And the product will be sent in for analysis. The physician was mynx certified and was experienced. The product was stored and prepped according to IFU without any problems.

Manufacturer narrative:
During use of a 6-7f mynxgrip vascular closure device (vcd), after shuttling down to bring the plug to the artery wall and when pulling the sheath back up there was no advancer tube and the plug was also pulled back - staying on the flexible part of the shaft. The procedure was successfully finished with manual compression. Hemostasis was achieved with manual compression with a duration of less than 30 minutes. The patient¿s hospitalization was not extended, and the patient recovered. There was no reported patient injury. The physician was mynx certified and was experienced. The product was stored and prepped according to IFU without any problems. The mynx vcd was used after a neurovascular coiling procedure. The procedure was used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. The location of the sealant stuck to was the distal end of the flexible shaft and the sealant was completely stuck to the device component. The deployer did shuttle down completely. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The device was returned with the procedural sheath pulled back against the proximal end of the shuttle. The sealant was located on catheter and exposed to blood, appeared to have ¿swelled¿. The advancer tube was found inside the shuttle cartridge. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated (per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1822802 revealed no anomalies or non-conformities during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed since functional analysis was performed successfully. Based on the information available for review and the product investigation, it may have been caused by an incomplete engagement of the advancer tube during the procedure since there were no anomalies noted to the device and functional analysis was successful. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.